Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened.

Event description:
It was reported to philips that the device does not register any title volume or flow. The device was in use at the time of the event. The ventilator was swapped with no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to perform full performance verification testing (pvt) and address any issues found before placing back into service. Part information for a replacement flow sensor assembly was provided to the customer.